Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was slow or would not shutdown or the printer issue. Analysis noted that the system fan was noisy, the left keyboard hinge was broken, the media bay door was broken, the hinge plate was missing a screw, and a spring was loose. All found defective parts were replaced and all other identified issues were resolved. The micro processor unit (mpu) was replaced due to an error code after a software reload and the hard drive was replaced and reimaged. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was extremely slow and then froze and would not allow for a proper shutdown during a device interrogation and lead testing. Additionally, the printer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.